Event description:
Information was received indicating that a cadd administration set filter completely fills with air after a short time and was completely emptied at the beginning of the infusion. It was reported after approximately 45 minutes the filter seems completely emptied and only filled with air, only to degas again within the next 45 minutes. Per reporter at no time did air leak from the filter towards the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via e-mail: at no time did the air leak from the filter towards the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Fourteen pictures were attached and reviewed. Per pictures one, two, and eight to ten the filter partially filled which may result by an air accumulation inside the filter. Per pictures six and seven the solution through the tubing inlet and exit of the filter but it is not clearly seen if the filter contained the solution. Per pictures eleven to fourteen the filter filled without air. No leak of the solution was observed to came out of the filter air vent per the attached pictures. It is unable to confirm the failure reported of filter filled with air since it is not possible to determine if a correct purge was performed without the physical sample to perform a functional test. Without the physical sample it is unable to test the filter for a component root cause. At this time no action was possible to be taken since the source of air in the filter is unknown without the physical sample to be perform a functional test, however process mitigations were referred to confirm that we can detect air in the filter and line under our process controls.